Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 520 mg/dl and high ketones identified as dangerous. Reportedly, the customer "is very uncompliant with his diabetes and therapy" and allowed the pump to shut down due to ¿no charging.¿ insulin was administered via a manual injection and the customer consumed a lot of fluids to initially address bg. At the ER, customer was treated with intravenous fluids of saline and insulin to treat the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.